Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Occupation: lead tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender wire did not fit into the provided needle. The wire kinked extremely easily in the same spot. The procedure was successful. Additional information was received 12september2019: right after the access, the catheter would not cross inside the sheath. The procedure was a radial. The patient was reported to be in stable condition. There was no harm to the patient. The procedure was completed successfully.